Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the endoscopic image was not displayed. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device was evaluated at olympus (B)(4). (B)(4) checked the device and duplicated the reported phenomenon. In addition, as a result of the evaluation, the following was confirmed. The endoscopic image was black. The wire inside the camera cable was broken and the watertightness was lost. The camera cable unit had to be replaced for the device to function properly. The device was last repaired on january 22, 2021. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. However, it is possible that the endoscopic image was not displayed because the video communication could not be transmitted to the video system center due to the disconnection of the camera cable. Omsc checked the product shipment record and found no abnormalities on the device. Therefore, the disconnection of the camera cable may have been caused by the user's handling. The instruction manual provides preventive measures against damage to the camera cable. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.